Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-01699. (B)(4). It was reported that post a stenting procedure, the patient expired. In (B)(6) 2011, the patient presented with unstable angina and underwent a percutaneous coronary intervention procedure, where a 2.5x8mm and 3.0x12mm ion stent was placed in the target lesions located in the second diagonal branch and middle left anterior descending artery. Post procedure residual stenosis was 0% with timi iii flow at both segments. The patient was discharged on clopidogrel and aspirin. In (B)(6), the patient experienced an atherosclerotic heart disease event with fatal results. The documented cause of death is atherosclerotic heart disease and coronary artery disease.